Event description:
It was reported the gps driver in the mechanical tray has a piece of a broken ream & run reamer in it. The broken connection piece was stuck in the driver, and could not be removed, so the rep shipped it back with the loaner. Additional information received via experience report: during surgery a special made ream and run reamer, size 50, broke when it made contact with a retractor while surgeon had it under pressure. This delayed the case for less than 3 minutes as we chucked up a new tri driver and went to the next size. Caused no complications to patient and patient is expected to do well and left or stable.